Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the verified the reported issue. The se replaced the printed circuit board and switch panel membrane to resolve the issue. The device then passed all testing. The reported failure of ¿unit display was missing segments¿ was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Remedial actions efforts have been taken. Complaint trends will continue to be monitored.

Event description:
It was reported that a pulse oximeter was missing segments in the display. There was no report of patient involvement.